Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: because the temperature, causing the error message, increased in a very short time, an use error could be excluded. It is more likely that an electronic defect occurred on the power board temporarily. The repair department verified the issue by the log files provided by the unit but could not reproduce the same issue in the repair shop. The most probable root cause is therefore a temporary electronic defect rated as a single fault. No identical failures are documented yet. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
"It was reported that during the procedure the generator displayed a message "overheated" and could not be used. No harm to patient, user or third party occurred. The procedure was prolonged about under 15mins. No negative consequences happened to the patient."